Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer experienced high blood glucose level. The customer¿s blood glucose level was 465 mg/dl. The customer treated high blood glucose level with bolus. The customer declined troubleshooting for high blood glucose level. They also reported that the cannula was bent. The insulin pump will not be returned for analysis.